Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that the onetouch delica lancing device supplied in his onetouch ultra2 system kit was missing the lancing device cap. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient was unable to recall when the alleged issue began. The patient manages his diabetes with oral medication, diet and exercise and he denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿weakness, shaking and hard to focus¿ an unknown time after the alleged issue began. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr educated the patient on the correct box contents and established that there was no missing product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.